Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited residual liquid or foreign matter coming out of the auxiliary water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for the foreign material finding. Based on the results of the investigation, the most likely cause was not established. The event can be prevented by following the instructions for use which state: IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.